Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the gauze was falling apart. A piece or part of it fell into the patient's cavity but was fully retrieved, an x-ray was not required to assist in locating the piece(s), and there was no medical or surgical intervention needed to prevent a permanent impairment of function. There was no patient injury.